Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or determine whether it contributed to the reported hyperglycemia. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient reported that his blood glucose (bg) levels reached 17 mmol/l (306 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. After delivering a bolus, patient noticed his bg levels begin to rise and reported that he could feel insulin on his skin. When he removed the pod, he noted that the cannula appeared bent. The patient also reported observing a small bump at the pod site.